Event description:
It was reported by the sales rep that during a procedure, the surgeon observed that through up and down moving in the femoral shaft, the brush broke in the front area, at the same time several bristles peeled away. There is no serious injury alleged. There were no reports of any adverse pt event associated with this malfunction.

Manufacturer narrative:
The brush involved in the reported event was evaluated. Possible root cause of this condition could be over-aggressive handling.